Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels (62 mg/dl) between 3am and 5am. The cause for the reported low bg levels is unknown. Customer addressed low bg levels with glucose tablets. Recommendation was made to discuss diabetes management with customer's health care professional.